Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the issue began on approximately (B)(6) 2016 when he allegedly obtained a blood glucose result of 402mg/dl using the subject device which the patient felt was elevated compared to how he was feeling. The patient manages his diabetes using insulin (self-adjuster) and reportedly administered an additional 50 units of humalog insulin on (B)(6) in response to the alleged issue. The patient claimed experiencing symptoms of dizzy, sweaty (hypoglycemia) immediately before the alleged issue began, and reportedly visited the emergency room (ER) on (B)(6) where his blood glucose was measured using an ER/hospital meter with a reading of 180mg/dl. The patient stated that he received hcp treatment of IV fluids in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and the test strips had been stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began. In addition, although the patient stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurate" subject meter results did not affect treatment options prior to the onset of these symptoms.